Manufacturer narrative:
According to the field, the rv lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement of 180 ohms. Oversensing of noise was also seen on the rv channel, however no pacing inhibition was noted. The physician concluded there was an insulation issue due to the rv lead making contact with the can of a competitor device. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.